Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A written letter was received indicating a riata lead was defective. The lead was explanted. No further information was available.